Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient¿s caregiver reported that during drain 3 of 5 there were two air detected in cassette warnings given. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted on the cassette and in the module pump area. The patient¿s caregiver was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to go into the dialysis facility that same day and finish treatment which included routine prophylactic antibiotic treatment as well. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Investigation:the actual device was returned for evaluation. A visual inspection of the exterior showed no sign of damage.there were indications of dried fluid within the cassette compartment.there were indications of particulates around the catch post area and in cassette compartment.there were no burrs or sharp edges in the cassette area. A post- accelerated stress test (ast) 2 hour 15min 8500 ml simulated treatment was performed. Balloon valve leak warning alarmed during priming of step5. The treatment was cancelled to investigate the failure. The system air leak test failed. The failure was due to a pressure leak on valve 1 due to a damaged connector and clip removed. Replaced valve 1 to continue the tests. After valve 1 was replaced, a post- ast 2 hour 15 min 8500 ml simulated treatment was performed. The air detected alarm occurred during drain 0. A clog on hp1 and hp2 filters were verified. Both replaced.the patient sensor calibration check passed. A third post- ast 2 hour15 min 8500 ml simulated treatment was performed and completed without failures.there were indications of dried fluid found in between pump and display assemblies. There were indications of dried fluid in the recess of the bottom cover by the pump. There was evidence of a clog in hp1&hp2 which is a related failure to the reported code air detected in cassette warning. An investigation of the cycler mushroom heads verified they were within specification. Device manufacturing records reviewed.there were no deviations or non-conformances during the manufacturing process. Device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient¿s caregiver reported that during drain 3 of 5 there were two air detected in cassette warnings given. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted on the cassette and in the module pump area. The patient¿s caregiver was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to go into the dialysis facility that same day and finish treatment which included routine prophylactic antibiotic treatment as well. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient¿s caregiver reported that during drain 3 of 5 there were two air detected in cassette warnings given. After cancelling the pd treatment, the patient discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted on the cassette and in the module pump area. The patient¿s caregiver was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s pdrn reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to go into the dialysis facility that same day and finish treatment which included routine prophylactic antibiotic treatment as well. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: h.6.